Manufacturer narrative:
If implanted; if explanted; give date: not applicable as the lens was inserted and removed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that linear streaks or scratches were seen across the lens optic on a za9003 19.5 diopter intraocular lens (iol) once the iol unfolded into the patient's eye. Reportedly, the lens was removed and another lens was implanted during the initial procedure using a cartridge with different lot number. It was also reported that, once removed from the patient's eye, the surgeon inspected the lens under a very high power microscope. It was noticed that the streaks came off with a little scrubbing. The patient outcome was reported as perfect. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 3/8/2019. Device returned to manufacturer: yes. Device evaluation: the complaint sample was received in the original folding carton and lens case. A visual inspection was performed. The intraocular lens was observed cut in half. No scratches or lineal streaks were observed. Due the condition of the lens received the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it and examine the lens optical surfaces for other defects. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.